Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 300 mg/dl. Patient's current blood glucose value: 80 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced no symptoms. The customer was treated with manual injections and pump. Customer alleged the pump for under delivering insulin. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed functional testing including the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No displacement anomalies were noted. The motor was tested outside the device and passed.